Manufacturer narrative:
(B)(4).

Event description:
It was reported that unable to change alert settings on the mobile app occurred. Data was evaluated and confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.